Event description:
It was reported that the customer had a high blood glucose level of 456 mg/dl. Customer stated that he has a cold and is on prednisone. Customer stated that he does not have a back-up plan. Troubleshooting was performed and bolus history was found to be accurate. Customer was advised to change the entire set, reservoir, and insulin. Customer will be sent replacement sets and clips. Customer was advised that prednisone and having a cold can contribute to highs. Customer was advised of 3 failed site applications, including one which bled slightly on removal. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.